Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to verify the reported failure. The fse ensured all connections to regulator were properly tightened. The fse completed leak tests and found there were no leaks present. All diagnostic, safety, and functional tests were performed to factory specifications. The iabp was returned the customer and cleared for clinical use.

Event description:
It was reported that, prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) presented with a "helium leak" . There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the event site. The biomedical engineer at the location stated that a helium leak could be heard in the lower bottom portion of the cart when the helium tank slide out is closed. He changed tanks, as well as, o-rings but the problem remained draining the tank. However, the fse was unable to verify the reported issue. The fse ensured all connections to regulator were properly tightened, completed leak tests and found there were no leaks present. All diagnostic, safety, and functional tests were then performed to factory specifications. The iabp was returned the customer and cleared for clinical use.

Event description:
It was reported that, prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) presented with a "helium leak" . There was no adverse event reported.